Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 411 mg/dl at the time of incident. The customer¿s current blood glucose value was 370 mg/dl. The customer did not experienced symptoms due to high blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. Customer received calibration not accepted alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.